Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. It was noted the impedances have been trending high over the past few months. Technical services recommended to bring the patient into the clinic to perform a chest x-ray, pocket manipulation, and isometrics to see if the impedance measurements can be reproduced, as this lead has been implanted for a long time. A chest x-ray was performed and it revealed the lead is fractured. The fracture is about 1.5 inches away from the header. The episode had no noise but when isometrics and pocket manipulation was performed, they were able to create some noise. At this time, this rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the surgical intervention.

Event description:
This supplemental report is being filed as additional information was received that indicated that this right ventricular (rv) lead was surgically abandoned and replaced.